Event description:
It was reported to baxter (B)(4) that one (1) infusor lv5 device was observed leaking at the fill port cap during filling. The device was being filled with 5-fluroruracil (5-fu). There is no report of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation; however, the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation and/or should any additional information become available. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). Device evaluation: one sample was received by baxter for evaluation. The reported condition of "leaking at the fill port" was confirmed. A nipro syringe was received with the infusor; however no signs of damage were observed on the syringe. Examination of the infusor fill-port found a longitudinal crack directly on the port. The root cause of the leak condition was due to a broken/damage fill-port which was caused by excessive torque techniques during filling at the customer's site this is a single use device and will not be repaired. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.